Manufacturer narrative:
(B)(4). One manifold assembly was received for investigation. The unit was placed into a ventilator test unit, and powered on. A squeaking sound was observed during testing, and the system fails the patient qualification test. Visual inspection showed excess of debris on the pump and inside the valve. The manifold was removed, inspected for damage, and the bearings contained excess grease on the outer surface and a film/ buildup was found on the piston rods. The system does not rotate smoothly due to the contamination on the rods and the bearings malfunctioning. The customer reported malfunction was confirmed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient use, the ventilator settings changed from pressure controlled ventilation (pcv) to volume controlled ventilation (vcv). Although the device continued ventilating, the patient was transferred to another ventilator without harm.